Event description:
Patient underwent full revision (replacement of the lead and generator) due to high impedance lead replacement and prophylactic generator replacement. The explanted lead and generator were received by product analysis. Product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Lead product analysis was completed. Product analysis confirmed a lead fracture. The lead was returned in 4 sections. The green electrode quadfilar coil appeared to be broken approximately 1mm from the distal end of the anchor tether. Scanning electron microscopy (sem) was performed on the connector end of the (-) green electrode quadfilar coil break (found at 1mm from distal end of anchor tether) and identified the area as being mechanically damaged which prevented identification of the coil fracture type and no pitting. Scanning electron microscopy was performed on the electrode (mating) end of the (-) green electrode quadfilar coil break (found at 1mm from distal end of anchor tether) and identified the area on three of the broken coil strands as being mechanically damaged which prevented identification of the coil fracture type with pitting. The area on the remaining broken coil strand was identified as having extensive pitting which prevented identification of the coil fracture type. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. A set of setscrew marks were seen on the marked connector pin providing evidence that proper contact between the setscrew and the marked connector pin existed at least once. Other than the noted discontinuities, pitting, and typical wear and explant related observations, no anomalies were identified in the returned lead portions. The completed product analysis suggest a discontinuity in the returned portions of the device which may have contributed to the lead fracture and high impedance. Generator analysis was completed. The product analysis lab confirmed that the generator was at normal ifi (intensified follow-up indicator)=no condition. There were no performance of any other type of adverse events found with the pulse generator.